Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment to 80%, the patient's intrinsic heart rhythm became unstable and atrio-ventricular block (avb) was noted. Following the procedure, the temporary pacemaker remained in place due to the avb. After the avb began, there was a period of time where the patient's intrinsic rhythm could be confirmed. Per the physician, there is a high chance of return to intrinsic rhythm. No additional adverse patient effects were reported. Additional information was received which confirmed that the heart rhythm was a complete av block.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e volutfx-26, serial/lot #: (B)(6), ubd: 26-apr-2026, UDI#: (B)(4), select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon deployment to 80%, the patient's intrinsic heart rhythm became unstable and atrio-ventricular block (avb) was noted. Following the procedure, the temporary pacemaker remained in place due to the avb. After the avb began, there was a period of time where the patient's intrinsic rhythm could be confirmed. Per the physician, there is a high chance of return to intrinsic rhythm. No additional adverse patient effects were reported.